Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the set would not stay on customer's body. Customer's blood glucose was 460 mg/dl. Customer's blood glucose at time of call was 181 mg/dl. Customer's mother was unable to troubleshoot at time of the call due to the insulin pump was not present. Customer will not be returning the device for analysis.